Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that there was a system message during the procedure. They were unable to clear the message and exchanged the system to complete the procedure. There was no patient harm.